Event description:
It was reported patient had primary surgery about 12 years ago and was explanted approx. (B)(6) 2010 due to dislocation and pain. This report is for patient pain post revision.

Manufacturer narrative:
An event regarding pain post revision involving an unknown knee was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported patient had primary surgery about 12 years ago and was explanted approx. (B)(6) 2010 due to dislocation and pain. This report is for patient pain post revision.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker right knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.